Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The field service engineer (fse) was able to verified the reported problem. The fse replaced the air valve to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with air valve lift-off failed error. The customer reported that the unit was in use on patient. Patient information and event date were requested from the customer, but no response received.